Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of high intraocular pressure and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reports that xen 45 gel stent implant did not work to reduce pressure and vision continued to deteriorate. Ecp recommended repositioning the stent 2 months later which did not produce results either. Finally the xen implant was removed and replaced with another xen implant 4 months after implant.